Event description:
It was reported that the attempted right ventricular (rv) lead dislodged during catheter slitting. The lead was removed and a different lead was implanted. The patient was reported to have experienced angina. No further patient complications have been reported as a result of this event.